Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details becomes available.

Event description:
It was reported that the 9800 system would not boot up. No patient injury was reported.